Manufacturer narrative:
The device was not returned to mmdg for evaluation. Because the pump was not returned, no investigation could be performed, and mmdg could not confirm or replicate the complaint. The curlin pump does contain a warning label that states "warning: impact may cause damage. If dropped, pump must be checked for accuracy prior to use."

Event description:
The initial reporter returned the pump to mmdg for a failed recertification. They stated that the pump would not pass the 40 psi test. The initial reporter did state that this occurred during testing and there was no patient involved. (B)(4).

Manufacturer narrative:
The device was returned to mmdg after the initial MDR report was filed. Mmdg was able to conduct an investigation at that time. During the investigation the pump operated within product specifications. Mmdg was unable to replicate or confirm the complaint. Based on this, no MDR was required.

Event description:
The initial reporter returned the pump to mmdg for a failed recertification. They stated that the pump would not pass the 40 psi test. The initial reporter did state that this occurred during testing and there was no patient involved. (B)(4).